Manufacturer narrative:
(B)(4). For eval the blood pump was opened by the MFR. A rupture of the blood membrane was identified by visual inspection. The rupture is located nearby the outer rim of the membrane. The rupture has a length from one connector to the other one. The eval of the reason for the rupture is ongoing. Ref imp report number (B)(4).

Event description:
Site called to question an unk observation within the blood pump of the lvad. It was described as being a black line that was flashing in and out during the movement of the membrane. A video of the phenomenon was provided and reviewed by (B)(6) staff. It could not be determined what the black line was. It was thought that it could be the membrane touching the outer surface of the blood side of the pump. Also noted was deposits, possible blood on the outer ring of the membrane. (B)(6) recommended exchange of the blood pump. No changes in pt hemodynamic or physical condition was observed at the time of observation or after pump exchange (B)(6). No change in pump function was observed. The settings of the ikus were lvad 250/-55/102/35%, rvad 160/-55/90/35%.